Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during the treatment of esophageal varices in early 2009 at 6:00 pm. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the amount of blood and having to intubate and extubate the scope several times contributed to the device complication. The scope was removed the first time due to device not firing. It was removed the second time to resuscitate the patient. A second speedband superview super 7 multiple band ligator was used to complete the procedure. It was reported that the patient expired while in the intensive care unit at 4:00 am the following morning. Official cause of death reported as gastric hemorrhage due to esophageal varices, secondary cirrhosis (pt was actively drinking up until his death).

Manufacturer narrative:
Three handle assemblies, a single ligator head, and one box with labeling were returned. The lot numbers from the various component labels are 11368189, 12258690, 12261952, and 12274013. The devices and components are not marked, preventing the correct lot number for any device or component from being determined. A review of the device history record for lot 11368189 revealed that device would have been expired if used during the reported event. The use before date is december 2008. A review of the device history records for lots 12258690, 12261952, and 12274013 revealed no anomalies related to the reported event. A lot history search was performed and found no other complaints have been reported on lots 11368189, 12258690, 12261952, or 12274013. An analysis of 2 of the 3 handles returned revealed no defects. A functional analysis of the 3rd handle revealed that the trip wire was improperly inched into the slot of the handle and the deployment thread of the handle was broken between the first and second knots. The separated section of the deployment thread was not returned. The fibers that make up the thread are uneven and frayed at the location of the break, indicating that the thread broke under a tensile load. A functional analysis of the ligator revealed that all 7 bands remained on the ligator head, even though the deployment thread has pulled free from all 7 bands. One of the teeth of the ligator was damaged. The root cause of the device malfunction cannot be determined, but may be related to the tooth damage of the ligator and the trip wire not being properly cinched prior to its use. When the teeth are damaged, the knot can be pulled from the ligator without the band deploying. Once one band does not deploy, the subsequent band will not deploy properly.